Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the biliary tract to treat a long malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) and it was not dilated prior to stent placement. During the procedure, it was reported that the stent could not be deployed. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent failed to expand. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h2: device evaluation. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand based on product investigation. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy, as the device was returned fully covered and undeployed, and resistance with abnormal expansion was observed during functional testing. The observed outer sheath being unraveled was most likely due procedural factors such as lesion characteristics, device handling, and technique used during the procedure (e.g., force applied), which could have also impacted the stent being unable to deploy. Furthermore, the stent expansion problem could be negatively affected by several external factors such as compression, time temperature, and humidity. These conditions could influence how the stent behaves once it was released from the catheter delivery system. Stent expansion rates are seen most predominantly in the largest stent sizes, which could experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means that the stent will be compressed more and was more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Thus, this was classified as cause not established. Based on the available information and investigation findings, the most probable cause of the reported event is adverse event related to procedure. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a wallflex biliary stent and delivery system was returned for analysis. Visual inspection found that the stent was fully covered and undeployed. Functional testing was performed by actuating the delivery system, sliding the handle back along the stainless-steel tube. Resistance was noted during actuation, and stent expansion problem was found. Also, the clear outer sheath was found unraveled and the blue outer sheath was kinked. No other damage was found on the returned device. Risk review: a risk review was completed and confirmed that the reported event of stent failure to expand was defined in the risk documentation. This event types has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information and findings from the device evaluation, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the biliary tract to treat a long malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) and it was not dilated prior to stent placement. During the procedure, it was reported that the stent could not be deployed. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent failed to expand. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand based on product investigation. Block h11: a wallflex biliary stent was received for analysis. Visual inspection determined that the stent was fully covered and in an undeployed condition. Functional testing was performed by actuating the delivery system, sliding the handle back along the stainless-steel tube. Resistance was noted during actuation, and stent expansion problem was found. Also, the clear outer sheath was found unraveled and the blue outer sheath was kinked. No additional issues were identified with the stent or delivery system. Product analysis confirmed the reported event of stent failure to deploy, as the device was returned fully covered and undeployed, and resistance with abnormal expansion was observed during functional testing. The observed outer sheath being unraveled was most likely due procedural factors such as lesion characteristics, device handling, and technique used during the procedure (e.g., force applied), which could have also impacted the stent being unable to deploy. Furthermore, the stent expansion problem could be negatively affected by several external factors such as compression, time temperature, and humidity. These conditions could influence how the stent behaves once it was released from the catheter delivery system. Stent expansion rates are seen most predominantly in the largest stent sizes, which could experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means that the stent will be compressed more and was more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Thus, this was classified as cause not established. Based on the available information and investigation findings, the most probable cause of the reported event is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint